Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic total hysterectomy with bilateral salpingectomy, the needle fell off multiple times from the suturing device. A new needle was used, but the issue did not resolve. Another device was used to complete the case.